Manufacturer narrative:
(B)(4). The device was not returned for analysis as the stent remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 20 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use clearly states not to exceed the rbp. The reported patient effect of perforation is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of perforation is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster stent and the whisper guide wire referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was a percutaneous coronary intervention in the patient with a myocardial infarction and severe three vessel coronary artery disease. The left main, left anterior descending (lad) coronary artery, first diagonal, and left circumflex coronary arteries were heavily calcified. During the procedure there was difficulty crossing the target vessel with the whisper guide wire and a non-abbott guide wire. A small, non-flow limiting dissection was noted in the first diagonal after the two wires were unable to cross due to difficult anatomy (tortuosity and calcification). No treatment was given as there was still flow. After the balance middle-weight guide wire crossed with the help of a micro-catheter, atherectomy was performed. Atherectomy was performed twice in the left main to the lad. A perforation in the mid lad was noted after atherectomy. The patient reported severe chest pain and became unresponsive. Cardiopulmonary resuscitation (CPR) was performed. Pericardial effusion was noted. Blood transfusion was administered. The patient was intubated. The patient was defibrillated twice when the patient had two episodes of ventricular fibrillation. Three graftmasters, all sized 2.8x19 mm, were implanted in the mid lad. Two graftmasters were inflated to 20 atmospheres and the other was inflated to 18 atmospheres. The perforation appeared to be sealed after the third graftmaster. The perforation had worsened after the first two graftmasters were implanted. After CPR was performed for more than 40 minutes and the patient continued to be in asystole, the time of death was pronounced and CPR was discontinued. No additional information was provided.